Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel in the forearm. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 2 atmospheres. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and there was no patient injury.